Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that high thresholds in the atrium and left ventricle was observed. The patient was asymptomatic. The entire system was explanted and replaced. Patient¿s condition was stable post-procedure.